Manufacturer narrative:
The manufacturer previously became aware that a user of the rep dreamstation auto CPAP had states a-fib/a-flutter. No medical intervention was specified by the patient. In box h: remedial action init (rfb), remedial action initiated, recall (z) number (rfb) and recall (z) number are updated in this follow-up.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states a-fib/a-flutter. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states a-fib/a-flutter. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no visual findings on the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer's service center concludes that there were no visible foam degradation and secondary findings were observed. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code, evaluation result code and conclusion code have been updated. This device is within the scope of the recall. In box h: recall number has been updated.